Manufacturer narrative:
Other relevant device(s) are: product ID: bi71000166, serial/lot #: none. A medtronic representative went to the site to test the equipment. The door switch was adjusted to resolve the issue. The system then passed a system checkout. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the door was sporadically not closing. There was no patient involved.